Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant procedure thresholds on the right ventricular (rv) lead began to rise. Thresholds remained elevated and patient's ventricular pressure percentage increased. An attempt was made to adjust lead slack and reposition the lead, however this was unsuccessful. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.